Manufacturer narrative:
The user facility submitted medwatch report (B)(4).for this event. MFR site: device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the filter; described as ¿a drop of liquid was noted on the filter¿. As a result, the set up was returned to the pharmacy for examination with no leak observed. Subsequently, the taxol infusion was hung and a leak was seen at the site of the filter about halfway through the patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.